Event description:
On (B)(6) 2010, an intepro y-mesh was implanted. It was reported that the pt has, "suffered infections, inflammation, bleeding, vaginal discharge, and has been injured catastrophically, and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, and economic damages." It was also reported that she has "suffered grievous bodily injuries." And "has suffered and will continue to suffer injury." And impaired marital relations with her husband.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.